Manufacturer narrative:
Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2023 ((B)(6) 2017). Syringes were assembled in machine, nº4253, nº4235, nº4213, nº4212, and nº4203, in lot #7160160, #7187048, #7156017. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7160134, #7156061, #7187012, and #7145305 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7160138, #7156066, #7187016, and #7145310 and no problems, defects or qn related to the reported issue were found. Root cause analysis: based on the customer description, we consider that the particles inside the syringe could be composed by lubricant from the syringe barrel. The lubricant is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. The presence particles of lubricant in the fluid path of discard it ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required prior to marketing the product and meet the established criteria for preclinical toxicological safety evaluations. Should any lubricant particles enter the fluid pathway then the risk to the patient based on toxicological or physical occlusion of blood vessels is deemed as negligible and clinically insignificant. Confirmation: no samples returned for evaluation. We could not confirm the reported issue. CAPA determination: no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in the plunger of a 10ml bd discardit¿ ii syringe during use. There was no report of injury or medical intervention.